Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that during access for nephrostomy catheter placement, a puncture of the renal pelvis was performed with a micropuncture set. The access procedure was complicated for the clinician. The micro-mandrel access wire was passed through the microneedle down into the urethra. The needle was then removed, and the accompanying catheter was passed over the mandrel/microwire. It was then observed that the soft part of the access micro-wire tip (distal end) had detached within the patient's urethra. Not much manipulation of the wire [mandible] was performed. The detached tip was removed with a snare device. No additional patient consequences to report.